Event description:
It was reported that (5) devices were used during a tissue resection. It was reported by the affiliate that the tsb45, with (4) tr45b reloads had malformed staples. They turned to an open procedure and overstitched to complete the case.